Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, an episodes rv oversensing were noted on the patient's device. Review of sessions records shows that the rv oversensing was due to far field oversensing. Programming changes were discussed. The patient has been brought back in to the clinic but the oversensing has not been seen again. No intervention has been done as the device remains implanted. The patient was stable and will continue to be monitored.